Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for the reported complaint was due to the defective load cell 2, probably as a result of damage sustained by user mishandling indicated by the cracked front cover. The autopulse platform was manufactured in october 2019. Upon visual inspection, noticed cracked front cover due to user mishandling. The initial functional testing of the ap platform could not be performed due to ua 07 error message displayed upon powering on. The archive data review showed occurrence of ua07 error on the reported complaint date. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization test results confirmed load cell module 2 was over reported. The load cell 2 needs to be replaced to address the ua07 error. Following service and upon replacing the load cell 2 and the front cover, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the user control panel. The crew was unable to clear the advisory and immediately performed manual CPR. No consequence or impact to patient was reported.